Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient was injected with juvéderm¿ voluma¿ with lidocaine in their cheeks. Eight months later, patient was injected again with juvéderm¿ voluma¿ with lidocaine in their cheeks. Two months after the injection, patient experienced inflammation on left cheek which was approximately the size of a loonie and was red, hot, and swollen. The event lasted several days and resolved on its own. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00196) (allergan complaint (B)(4). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.

Event description:
Healthcare professional reported that patient was injected with juvéderm¿ voluma¿ with lidocaine in their cheeks. Eight months later, patient was injected again with juvéderm¿ voluma¿ with lidocaine in their cheeks. Two months after the injection, patient experienced inflammation on left cheek which was approximately the size of a loonie and was red, hot, and swollen. The event lasted several days and resolved on its own. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00196) (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.